Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced successfully. The condition of the patient before and after and after the procedure was stable. The lead would not be returned, it was thrown in the trash.